Manufacturer narrative:
Despite several contact attempts via email and phone it was not possible to establish contact with the initial reporter. It is therefore unknown if the patient received any medical treatment and if the diagnosis (infection) was confirmed. The risk file already considers and addresses the risk of moisture accumulation in the ear due to device being placed inside the ear and having tight fit. The user guide contains a warning that instructs the user to check with the hcp or physician in case of pain, irritation or other symptoms. The manufacturer will observe for trends. This is the final report.

Event description:
It was reported to the manufacturer that dark green fluid was observed in the patient's ear canal upon lyric removal. The device was in use for 53 days and was removed during a scheduled removal appointment. The hcp is suspecting an infection and had referred the patient to the ent before the placement of a new lyric device.